Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. The contour next test strips and control solution were not returned. Therefore, the returned meter was tested with the in-house contour next test strips and in-house contour next control solution, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The product information provided by the customer was not associated with this event. Therefore, no information was captured in section d4 (model #, lot # and expiration date), and the device manufacture date could not be determined. This event is related to MDR # 1810909-2021-00056.

Event description:
The customer reported that he ran a control test on the contour next one meter at 7:10 a.m. And obtained a reading of 107 mg/dl. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During the call, three control tests were run by the customer, which were properly marked as control tests. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.